Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. Troubleshooting for button error/keypad anomaly was performed. Customer's blood glucose level was 161 mg/dl at the time of the incident. The customer stated that the keys scrolled without input. The customer stated that getting caught in the rain was the significant event leading to the keypad issues. The time on the clock advanced when monitored for one minute. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The customer added that a failed battery test alarm was also present and could not be cleared. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump was received with escape and up arrow buttons unresponsive due to corroded keypad traces. No button error alarm noted. No moisture damage found inside the pump. Unable to verify failed battery test or perform the self test, unexpected alarm error test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests due to button keypad anomaly. Pump passed stop current test. Pump had cracked case at display window corners, battery tube threads, reservoir tube, reservoir tube lip, cracked case at reservoir tube window corner, minor scratched display window.